Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd893453 and gd893297 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized on that same day for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. On (B)(6) 2013, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.